Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) balloon protector detaches inside scope. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during a dilation and colonoscopy procedure performed on march 12, 2013. Subsequently, the endoscope used in this procedure was used during an esophageal procedure performed on (B)(6) 2013. According to the complainant, during the procedure on (B)(6) 2013, several devices were passed through the endoscope with no resistance. However, when removing biopsy specimens through the biopsy channel, resistance was met, and the protective sheath of the cre balloon was also removed from the endoscope although no cre balloon had been used during this procedure. According to the complainant, the sheath had lodged inside the scope during the procedure on (B)(6) 2013 in which the cre balloon was used. It was reported the same scope was used for an examination on (B)(6) 2013; however no devices were passed through the scope during this procedure. On (B)(6), the endoscope was subjected to standard reprocessing procedures and no issues were encountered. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.